Event description:
A ventilator was returned to the manufacturer for service. During the evaluation of the device an issue related to the device's active exhalation control module was observed. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failure was due to contamination causing the solenoid valve to stick.